Event description:
While troubleshooting the equipment of a (B)(6) male pt, a pt service representative (psr) called zoll customer support to report that she was unable to baseline the pt. The pt was fitted with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the monitor was unable to detect the electrode belt ECG electrodes. The failure was isolated to an open r781 driven ground resistor on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open resistor. The pt received a replacement monitor.